Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: the event as a whole was previously documented in regulatory report # (B)(4) , a second regulatory report is now being submitted to delineate a unique catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, two different catheters tore apart at the same position during slitting. A new catheter was used to complete the procedure. No patient complications have been reported as a result of this event.